Event description:
Consumer complaint of low blood glucose results. Expected fasting blood glucose test result range is 90 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Customer received blood glucose results fasting of 47 mg/dl on (B)(6) 2015 at 11:27am and 51 mg/dl on (B)(6) 2015 at 6:49pm. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 192 mg/dl and 213 mg/dl. Verified storage of product is within instructed specification since they are kept in bedroom. Test strip lot manufacturer's expiration date is 04/23/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: see scanned table. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product under evaluation.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had poor technique.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood glucose results. Expected fasting blood glucose test result range is 90 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Customer received blood glucose results fasting of 47 mg/dl on (B)(6) 2015 at 11:27am and 51 mg/dl on (B)(6) 2015 at 6:49pm. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 192 mg/dl and 213 mg/dl. Verified storage of product is within instructed specification since they are kept in bedroom. Test strip lot manufacturer's expiration date is 04/23/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:98mg/dl (B)(6) 2015 02:10pm; 2:62mg/dl (B)(6) 2015 02:08pm; 3:65mg/dl (B)(6) 2015 02:06pm; 4:95mg/dl (B)(6) 2015 02:05pm; 5:65mg/dl (B)(6) 2015 02:01pm. Adverse event not reported.